Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with programming the loaner insulin pump she received. During the call, the customer reported having high blood glucose of 422 mg/dl. The customer stated her blood glucose was high due to her being in pain and she had been off the insulin pump for about a day. She declined troubleshooting and stated she would treat with insulin pen. Customer was assisted with programming the device.